Event description:
Reportedly, this vavle explanted after 7 yrs due to aortic insufficiency, endocarditis, coronary artery disease and atrial fibrillation. No further info available.

Manufacturer narrative:
Device not returned.